Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. Prior to hospitalization, the customer was vomiting and experienced nausea. Troubleshooting was performed and the date in the insulin pump was incorrect. Troubleshooting was not completed. No further information was provided.